Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with complaints of generalized weakness after sustaining a fall 3 days prior. A head computer tomography (CT) showed a right frontoparietal convexity intraparenchymal hemorrhage with scattered areas of subarachnoid blood extending into the right sylvian fissure as well as over the left frontal pole. The date of the intracerebral hemorrhage (ich) was (B)(6) 2020. The patient was not an operative candidate per neurosurgery. The patient was intubated secondary to worsening mentation and ability to protect airway. A repeat CT on (B)(6) 2020 showed worsening ich now with some midline shift. Sedation was off. Neurological status stable, moving right side but left side flaccid. On (B)(6) 2020 the patient remained intubated, sedation off, neurological exam worse and patient not responding to verbal or tactile stimulation. The patient's family decided to extubate and turn off the lvad. The patient was extubated and the lvad was stopped. The patient went to asystole and passed away on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), is currently available. Section 1 of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.